Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a liver transplant the trigger that releases the jaws was not opening. The procedure was completed with a like device with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.